Event description:
It was reported that the patient presented to the emergency room with inappropriate shocks due to oversensing. The superior vena cava lead impedance was increased. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment of the lead was returned and analysis revealed no anomalies. However, it was noted that the distal conductor was cut, the distal conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, and there was apparent explant damage.